Event description:
It was reported that thirty-eight bd emerald¿ syringes were damaged in a carton box. Customer¿s verbatim: ¿ the syringes were supplied from bd as bulk. We have founded 38 pcs broken syringes in a carton. ¿

Manufacturer narrative:
H.6. Investigation: bd has been provided with photos and samples for catalog 303128 lot 8275902 to investigate for this record. Visual inspection of the returned samples presented the cracked barrels. As a result, bd was able to verify the reported issue. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% of the syringes, rejecting automatically the syringes with broken parts. Based on this fact, and after analyzing the returned samples barrel cracks, bd believes that the syringe barrel could break because of some strong condition during handling or transport of the products. DHR showed no indication of the alleged defect.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that thirty-eight bd emerald¿ syringes were damaged in a carton box. Customer¿s verbatim: ¿ the syringes were supplied from bd as bulk. We have founded 38 pcs broken syringes in a carton. ¿